Event description:
The customer reported a leak from the coulter lh 500 hematology analyzer. The instrument was failing backgrounds for differential results when the leak was noticed. The volume of the leak was about 2 ml and was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles and a gown at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found a leak from quick disconnector qd3. The fse replaced the quick disconnector, which repaired the leak and the failing backgrounds. The repairs were verified per established procedures. The beckman coulter internal identifier for this event is (B)(4).